Manufacturer narrative:
(B)(4). Device evaluated y MFR: returned product consisted of solent omni thrombectomy system with power pulse device attached to bagspike. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter was primed successfully. During the procedure, while in thrombectomy mode, an error message occurred. It was noted the catheter was leaking at the pump. There were no patient complications reported and the patient was fine.